Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that one inter-board flex cable was misaligned, the upper and lower cases were broken and corroded, the battery release was sticky and contaminated, both bail covers and ring cover were missing, the lead flex cover was corroded, the battery contacts were compressed, both bails and ring were missing, and the keyboard was scratched.

Event description:
It was reported the device had unstable atrial/ventricular pulse width and was out of specification when the biomed was doing verification testing of the device. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.